Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA, alleging a onetouch verio iq meter was displaying an error 2 message. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported prior to the start of the alleged issue he felt symptoms of "nausea and dizziness. The patient reported the alleged issue occurred on (B)(6) 2013 after 6pm. It is unknown if the patient made any changes to his normal routine on the day of the alleged issue. The patient denied receiving any treatment due to the alleged issue. There is no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not met lfs' criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.